Event description:
Patient presented to the physician with purulent discharge at the neck incision site. Physician prescribed antibiotics. Patient presented back to the physician with the stimulation lead eroding through the skin at the neck incision site. Physician prescribed another course of antibiotics. Physician brought the patient into the operating room five days later, repositioned the stimulation beneath the tissue, irrigated the neck pocket with antibiotic solution, and closed. Patient will continue the previously prescribed course of antibiotics postoperatively.